Event description:
The customer reported a fluid leak of approximately 20ml from the front of a unicel dxh 800 coulter cellular analysis system. The leak was not contained within the instrument and nrbc (nucleated red blood cell) failed counts messages were reported at the time of the event. The customer could not identify the source of the leak and the instrument was removed from use until it could be evaluated by service. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/11/2015. The fse confirmed the leak from the retic and differential mixing and stain chambers, which were overflowing. The fse found a small piece of plastic lodged in the check valve between the quick disconnect and vacuum chamber vc222. The fse removed the debris, resolving the leakage and errors. (B)(4).